Manufacturer narrative:
Once the investigation has been completed, any additional information will be reported in a supplemental report.

Manufacturer narrative:
The device has been received in perfect functional conditions. The reported event was not accurrate. No further investigation nor action is necessary.

Event description:
During the inspection of the returned loner instruments from the hospital, it was found that the fixation pin was broken. According to the sr, it was used in surgery, but the surgery was finished without problems.

Event description:
During the inspection of the returned loner instruments from the hospital, it was found that the fixation pin was broken. According to the sr, it was used in surgery, but the surgery was finished without problems.